Event description:
Lap incisional hernia repair - "driving a procedure on friday morning ((B)(6)), a small piece of black rubber was discovered in the pt's abdomen. The rubber was believed to have come from the seal housing. Further details will be available (B)(6)."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.